Event description:
It was reported, during coil embolization, when the balloon (4 - 20) was attempted to be deployed in the patient¿s body, the balloon did not deflate completely. The balloon was withdrawn and removed from the patient without deflating completely. The balloon catheter was not used and was replaced with another balloon of a different size (4 - 15), which was used without problems. Subsequently, the procedure was successfully completed. It was reported there was no health damage. Physician¿s comment: the physician requested to investigate why the balloon did not deflate completely.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The balloon was able to deflate during the investigation. Residual contrast in the inflation lumen was observed, but would not have contributed to the reported complaint as it would have been fluid during the procedure. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The balloon was returned deflated. Residual contrast was observed in the inflation lumen. The hub was injected with dyed saline, and the balloon was able to inflate and deflate during the investigation.

Event description:
It was reported, during coil embolization, when the balloon (4 - 20) was attempted to be deployed in the patient¿s body, the balloon did not deflate completely. The balloon was withdrawn and removed from the patient without deflating completely. The balloon catheter was not used and was replaced with another balloon of a different size (4 - 15), which was used without problems. Subsequently, the procedure was successfully completed. It was reported there was no health damage. Physician¿s comment: the physician requested to investigate why the balloon did not deflate completely.